Manufacturer narrative:
The relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient was flipping the pump which caused the pump segment of the catheter to kink. The pump segment was replaced and the therapy was restored. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative. It was reported that the hcp initially reported the event to the manufacture representative. The pump and catheter serial numbers, event date, and patient's weight were unknown.